Event description:
It was reported that there was a case 7 years ago where the patient¿s body rejected the implantable neurostimulator (ins). It was noted that the case was reported and a special battery was made for the patient.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).